Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 7065914. Medical device expiration date: 11/30/2017. Device manufacture date: 03/06/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes had "underfill" no report of injury or medical intervention. No report of blood exposure to mucous membrane.